Event description:
It was reported that there were two episodes of non-sustained tachycardia episodes with noise and possible myopotentials. It was fur ther reported that there was a loss of capture and a lead dislodgement of the right ventricular pace/sense lead. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated lead impedance out of range alert, rv (right ventricular) pacing lead impedance was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). One lead failure predictor (lfp) episode of less than 220 ms v-v cycle is recorded on (B)(4) 2013. The 244 of 408 lifetime v-sic occurred since (B)(4) 2013. An out of tolerance subthreshold lead impedance alert was recorded on (B)(4) aug 2013. A maximum ventricular pacing impedance increased from an approximate baseline of 600 ohms to greater than 4,000 ohms the week ending (B)(4) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead, (B)(6) 2007; 4193 implantable pacing lead, (B)(6) 2007; 6947 implantable tachy lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.